Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided (uiu/ml). Initial 2.8969, repeated using another analyzer 3.1886. Other methods used included cobas (4.21) and centaur (3.734). The patient sample was also anti-tg, anti-tpo positive using cobas methods. The patient diagnosed with hypothyroidism. No impact to patient management was reported.

Manufacturer narrative:
Additional information was provided by the customer, and the likely cause changed from architect tsh 07k62-25 60215ui00 to architect tsh 07k62-25 56909ui00 on (B)(6) 2016. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.